Event description:
C-cc-dp - detached / dissembled parts the dpt tube was disconnected..

Event description:
The event is reported as: jamming of the stapler. The defect was identified during a procedure. No patient injury or intervention reported.

Manufacturer narrative:
Detached / dissembled parts-device evaluation: customer report was confirmed. Rec'd (1) double dpt kit. Pressure tubing (from pa pressure line) was completely broken off from solvent bond joint with the female connector attached to zero-stopcock.